Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse observed dust on fiber optical sensor module, have cleaned the same. Reconnected connections on fiber optic module & mainboard. Rebooted the unit, no error found. Tested equipment on iabp trainer & demo balloon, with intermittent system reboots, system working satisfactorily. The fse handed over equipment to customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic ballloon pump (iabp) had an optical sensing module failure. There was no harm or injury.